Manufacturer narrative:
This report is report is being submitted to correct the usage of device field (h8) in section h, device manufacturers only.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the fiber broke and burned physician's arm. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. It was noted that the burn to physician's arm was relatively small but severe. The same initial physician was able to complete the procedure, and the burn was bandaged after the procedure.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the fiber broke and burned the physician's arm. The fiber was replaced and the procedure was completed using the second fiber. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. However, the customer provided an image which showed that the fiber was broken. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. The instructions for use (IFU) states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The initial reported allegation of fiber break was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the fiber broke and burned physician's arm. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. It was noted that the burn to physician's arm was relatively small but severe. The same initial physician was able to complete the procedure, and the burn was bandaged after the procedure.